Event description:
Patient was undergoing total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Clip applier was prepared by or staff to use during procedure. While loading the applier, it reportedly would eject clips. Applier was removed from service and another applier used.